Event description:
Reporter alleged the blood glucose base device contacts are corroded and dark. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.